Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and suture was used. Post-op, the customer have experienced complications after using the pds 2-0. The dog has returned with complications after surgery, where exactly this suture is used. The veterinary people think it was so striking that they would like to investigate the possibility that this is not actually sterile. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: I have no additional information and are still waiting for feedback from my customer (who have to pick up the product from their customer). Was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Please provide the source or name and email of person providing answers to follow-up questions (not the person relaying/submitting answers to complaints team nordic). Is product available for return? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.